Event description:
The customer reported that the system displayed a filament regulator failure error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage tank, power cap module, cable for the generator driver to back plane, and the inductor assembly were replaced. A filament calibration was performed. The system was tested and found to be working as intended and put back into service.